Event description:
It was reported that an unspecified number of needle 26x1/2 rb experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: material no: 305111, batch no: 9093862. Distributor rep called to report that customer received package and when they went to pull out sterile package, the needle was through the side of the shield causing the customer to stick themselves with the needle.

Manufacturer narrative:
H.6. Investigation: one photo was provided. It shows a needle assembly connected to a syringe. The needle assembly has the needle bent and goes through the plastic shield. It is likely that the needle was bent during the needle assembly process and when the shield was placed, the needle pierced the shield. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 26x1/2 rb experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: material no: 305111 batch no: 9093862. Distributor rep called to report that customer received package and when they went to pull out sterile package, the needle was through the side of the shield causing the customer to stick themselves with the needle.